Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 06/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the inner stylet allegedly popped out without firing it. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the inner stylet allegedly popped out without firing it. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have residue throughout the cannula and the sample notch. Further, the device was returned in half primed condition leaving the sample notch exposed. No visual anomalies were noted to the device. Upon functional testing, the device was able to be primed properly. A drop test was performed using a drop test apparatus with the top slide locked in place. After the sample was released, the top slide did not self-activate. The drop test was done an additional two times and both times the device did not self-activate. Therefore, the investigation is unconfirmed for the reported self-activation as the device did not self-activate during the drop test. A definitive root cause for the reported self activation could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 06/2024), g3, h2. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the inner stylet allegedly popped out without firing it. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currentlyunderway. (Expiration date: 06/2024).